Event description:
On 2/15/2008, the following was reported to boston scientific sales rep by the user facility. When the rf generator was powered on to ablate the heart, the pt would go into ventricular fibrillation. So they stopped the case and switched generator. The procedure was completed successfully and the pt is fine with no complications.

Manufacturer narrative:
Device is currently under investigation. We will be sending a follow-up report, when investigation is completed. It has been established that conditions that could lead to an unintended, rf induced arrythmia were present during the procedure. This may be attributed to an improper equipment combination for pacing while ablating, as identified in a previous boston scientific study. The study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of unintended cardiac stimulation. These conditions are described in the bsc white paper "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." Boston scientific communicated this info in a customer letter to all of its ep customers in august 2006.